Event description:
Related manufacturer reference number: 1627487-2022-02276. It was reported the l3 lead had high impedances after a fall. X-rays confirmed there was a small fracture. During surgery the l2 lead may have also been explanted and replaced for an unknown reason. A lead was also added at s1.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.